Manufacturer narrative:
Patient identifier unknown / not provided. Patient age unknown / not provided. Patient weight unknown / not provided. (B)(4). (B)(6).

Event description:
It was reported that an unknown abutment wouldn't seat on the implant (tsvtb10). This caused cross threading of the implant. A rethreading tool was used on the implant and the abutment was able to seat.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants 4869 rev 7-01/16. Information identified: breakage: implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. Greater than 3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. Narrative for unknown lot number was not included of the initial report (MFR 0002023141-2018-00623).

Event description:
No further event information available at the time of this report.